Event description:
The device was returned to the manufacturer with no complaint. The device registration system indicated that the patient expired. The cause of death is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.